Manufacturer narrative:
Updated.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter on (B)(6) 2018 due to recurring incontinence. Additional information received stated that the patient experienced pain in the perineum and recurring incontinence due to post robotic prostatectomy. The issue resolved with the replacement with the artificial urinary sphincter and sling explant.

Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported the patient had an unknown sling implanted on an unknown date. The patient was implanted with an artificial urinary sphincter on (B)(6) 2018 due to recurring incontinence.